Manufacturer narrative:
Corrections - b4: date of this report added, b5: updated the product was not returned for evaluation, d3: manufacturer address and email address, d4: UDI, d8a: device not served by third party, d9: device not available for evaluation, e: state, g1: contact office and manufacturer site, g6: report type. Additional information - h4: device manufacture date, h6: impact code, method, and results, h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing pain while using the spinal pak stimulator device. The pain started about a week ago and progressively going worse. The patient says that she is having muscle pain in the neck, top of the shoulders and lower portion of the skull. The pain starts on the third day of usage and causes severe headaches. The patient removes the device on the 3rd day for 24 hours. Afterwards, she puts the device back on for 3 days takes it off for one days. The pain is below the skin. The patient rated the pain as a 9 on a scale of 1 to 10, with 10 being the highest. The pain is always there but it goes down to a 2 or 3 so she can sleep. The patient uses the stimulator for 12 hours every day. The patient has not increase your daily activity. The patient contacted the physician but they advised to contact zimmer biomet. The patient is using hydrocodone. No additional patient consequences have been reported. The spinal pak assembly was not returned for evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Medical product: bone stimulator. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient is experiencing pain while using the spinal pak stimulator device. The pain started about a week ago and progressively going worse. The patient says that she is having muscle pain in the neck, top of the shoulders and lower portion of the skull. The pain starts on the third day of usage and causes severe headaches. The patient removes the device on the 3rd day for 24 hours. Afterwards, she puts the device back on for 3 days takes it off for one days. The pain is below the skin. The patient rated the pain as a 9 on a scale of 1 to 10, with 10 being the highest. The pain is always there but it goes down to a 2 or 3 so she can sleep. The patient uses the stimulator for 12 hours every day. The patient has not increase your daily activity. The patient contacted the physician but they advised to contact zimmer biomet. The patient is using hydrocodone. No additional patient consequences have been reported.